Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed as all components were not returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was atttemped using a proglide device after a carotid angioplasty procedure. Reportedly, a cuff miss occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. Additional information was requested.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. Functional inspections were not performed.